Event description:
A customer reported an issue where the battery of their t:slim x2 pump would not charge, despite attempts to charge it using a tandem charging cable and wall adapter. The pump did not respond even after trying different adapters and cables. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.